Manufacturer narrative:
(B)(4). Date sent: 2/22/2017. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the clips deployed but ¿did not were firing crossed and jaws were not lining up¿. The procedure was completed using same like device. There were no patient consequences reported.